Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as the elbow hinge fixator was received disassembled with the threaded ring component missing. This threaded ring acts as a nut on the end of the pin component to secure the two arms of the fixator together. A device history record (DHR) review, visual inspection, functional test, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The root cause could not be definitively determined as the circumstances that led to the failure are unknown and the threaded ring component was not returned. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Per the technique guide, the elbow hinge fixator is a supplemental component which is compatible with the large and medium external fixation systems. The device allows for guided mobilization of the elbow joint or can be locked into position by bridging with an additional rod. The elbow hinge fixator was received disassembled with the threaded ring component missing. This threaded ring acts as a nut on the end of the pin component to secure the two arms of the fixator together. There was residue, potentially residual loctite, noted on the threads of the pin component. The balance of the device shows surface wear and is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the component is missing. A review of the current design drawing / manufactured revision for the top level assembly, the pin component, and the threaded ring component was performed. The components are each specified to have threads and are to be secured with ¿loctite 270.¿ during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height is (B)(6). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the bolt was loose and the nut was missing from the elbow hinge fixator. The original surgery was on (B)(6) 2016 during which time a closed reduction of a right medial elbow dislocation with application of the external fixator was performed. The patient was post-operatively instructed to be non-weight bearing for the right upper extremity. There was a static bar to keep the elbow hinge from articulating. After 4 weeks, the static bar was removed to allow articulation of the elbow. The fixator was removed on (B)(6) 2016. It was at this time the bolt on the fixator was found loose and the nut missing. There was no delay in surgery and no patient harm. The end result was satisfactory. This report is 1 of 1 for (B)(4).